Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided initial reporter phone #: (B)(6). This report is being filed on an international device; tecnis synergy with optiblue, model zfr that has a similar device, similar to the zlb00 which is distributed in the united states under PMA p980040. (B)(4). Device evaluation: the product was not returned. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after bilateral implantation of tecnis synergy optiblue, model zfr, patient got symptoms of halos and distorted vision. Patient could not tolerate the effect of post-implantation of multifocal vision. Because this outcome, surgeon decided to explant the lenses. They were removed and replaced with monofocals lenses. Solved and good result with both monofocal lens. This report is going to address issue related to lens serial number (B)(4). All information were submitted.